Manufacturer narrative:
A 1627487-07262012-002-r. This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt was not satisfied with the sensation from the scs system and had the system removed. The pt stated she could not recall when she had the sys explanted. A sjm rep was not present or contacted when the pt was explanted.